Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during a routine device replacement, this new cardiac resynchronization therapy defibrillator (crt-d) was successfully connected to the right atrial (ra) and right ventricular (rv) leads but the lv lead was unable to pass through the connector block. Troubleshooting performed included using the torque wrench on the device and holding the distal portion of the lead while the lead pin area was immersed in sterilized water, however the lead pin barely entered the connector block. A second new device was provided, and the same lead was advanced through the connector block but the physician was unable to visually confirm the lead tip was fully inserted into the header block despite multiple attempts to re-insert the lead. It was noted that the lv lead insulation moved but did not pass through the connector block in the same manner as the ra and rv leads had. Electrical testing of the lv lead confirmed appropriate lead measurements, even when the lv lead was gently pulled for stress testing. X-ray imaging confirmed the lv lead was appropriately inserted into the second crt-d. Subsequently, the pocket was closed, and the procedure was completed. The lv lead and the secondary new crt-d remain in service. No adverse patient effects were reported. The attempted crt-d was returned for analysis.